Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while receiving automated insulin delivery with the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with IV insulin, IV fluids, and electrolyte replacement. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia initially associated with the ilet running out of insulin and a delayed cartridge replacement, followed by persistence of hyperglycemia after an occlusion alert occurred and was not acknowledged by the user, resulting in prolonged suspension of insulin delivery. Clinical assessment and review of available information indicate the event was most consistent with therapy management and use-related factors, including failure to respond to an occlusion alert and interruption of insulin delivery, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 the reporter stated that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 401 mg/dl following interruption of insulin delivery due to an occlusion. The user was admitted to the hospital, treated with IV fluids, IV insulin, and electrolyte replacement, and discharged (B)(6) 2026. No long-term health effects were reported.